Manufacturer narrative:
The returned device was evaluated. During this testing it was found that the device was intermittently able to obtain readings, it would get stuck pulse searching, briefly display a waveform and then continue pulse searching without displaying measurements. The device did alarm audibly and visually under alarm conditions. It was determined the device had intermittent readings due to a failed mx-1 technology board due to mcu software corruption. The mx-1 technology board was replaced and the unit functioned as designed.

Event description:
The customer reported the unit "continuously drops the waveform display". Customer tried new cable and simulator. No patient impact or consequences reported.